Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion and pain as the pump eroded through the skin. The pump was removed. No further patient complications were reported.